Event description:
It was reported that upon interrogation of the pulse generator, a diagnostics anomaly was noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the pulse generator was explanted due to being upgraded on (B)(6) 2014.